Event description:
It has been reported to the co that the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire through an implanted stent. The physician inflated the occlusion balloon and the balloon inflated and then deflated unexpectedly. The device was removed and the pt is reported to be fine.